Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, the patient experienced a stroke. A taxus express2 drug eluting stent was implanted in 2006. After the procedure, the patient was told that the stent "didn't go far enough" and that he would need bypass. After the catheterization, the patient developed "kidney failure from the dye". The symptoms resolved and seven days later, the patient underwent "double bypass". 12 days later, the patient reported he had a "stroke in my brain" that caused right sided paralysis and slurred speech. He was given an anti-clotting agent and the stroke symptoms have "almost all gone away". Multiple attempts to obtain additional information from the health care provider have been unsuccessful.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.